Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
An incident involving a male patient happened in the pulmonology department on (B)(6) 2021. We observed a leak of the device at the level of the patient's penis. We also observed leaks with other devices: 1 catheter 171305-000140 - lot number unknown, 1 catheter 170605-000140 - lot number unknown.

Event description:
An incident involving a male patient happened in the pulmonology department on (B)(6) 2021. We observed a leak of the device at the level of the patient's penis. We also observed leaks with other devices: - 1 catheter 171305-000140 - lot number unknown. - 1 catheter 170605-000140 - lot number unknown.

Manufacturer narrative:
Qn#(B)(4). The device lot number was not provided; therefore, a DHR review could not be conducted. There was no complaint device returned for investigation. Therefore, no physical assessment could be conducted and an investigation was based on document review. In the absence of any actual or representative sample for investigation, we could not further investigate to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.